Event description:
Sorin group (B)(4) received a report that, upon removing the venous clamps to initiate bypass, negative pressure developed in the venous and arterial lines and flow from the oxygenator stopped. It was reported that the pt's blood pressure dropped but the pt was resuscitated and came off bypass without problems. A subsequent MRI revealed cortical ischemia.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d902 dideco lilliput phisio oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, upon removing the venous clamps to initiate bypass, negative pressure developed in the venous and arterial lines and flow from the oxygenator stopped. It was reported that the pt's blood pressure dropped but the pt was resuscitated and came off bypass without problems. A subsequent MRI revealed cortical ischemia. The involved device was discarded by the user, and therefore, not available for eval. It was reported that there were no concerns regarding the oxygenator during the system check when the incident occurred. It was also reported that the same oxygenator was used to complete the case without any further issues. Sorin group (B)(4) has stated that the oxygenator is a passive device which is not capable of generating a negative pressure. A review of complaint records found that no similar cases have been reported in the last 5 years. Although the root cause cannot be confirmed, based on the above info, sorin group (B)(4) has determined that the incident was not caused by a failure of the oxygenator. No further action is deemed necessary.